Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing fluctuating high and low blood glucose (bg) levels. The contact did not provide any additional information. Tandem technical support attempted to contact the customer multiple times for further information; however, the customer did not reply to the requests.